Manufacturer narrative:
This report is being submitted to make an updated in section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high within range shock impedance measurements. Technical services (ts) recommended further monitoring of this lead. Subsequently, this lead was explanted. No additional adverse patient effects were reported. This lead is not expected to be returned to boston scientific. Additional information indicated that there were also difficulties to convert arrythmias. No additional adverse patient effects were reported. This lead is not expected to be returned to boston scientific.

Event description:
It was reported that this right ventricular (rv) lead exhibited high within range shock impedance measurements. Technical services (ts) recommended further monitoring of this lead. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.